Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable causes for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side rupture, capsular contracture- baker grade IV, and "collection on device". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, broken device assessed as fold flaw opening and missing shell assessed as inconclusive. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ seroma-late-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture, capsular contracture- baker grade IV, and "collection on device". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side rupture, capsular contracture- baker grade IV, and "collection on device". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late : unable to observe as it is a medical event that is not related to the device. Capsular contracture : unable to observe as it is a medical event that is not related to the device.